Event description:
Levels implanted- t9-l4 date of implant- (B)(6) 2018 date of explant- (B)(6) 2020. Device status- explanted-complete it was reported that on (B)(6) 2020, during use, the shaft part of the l2 left screw broke off. Hence a revision surgery was performed on (B)(6) 2020. The broken shaft was removed from the vertebral body and another screw was inserted. The fixation range was extended from t9-t2 to t9-t4. No any fragments of the implant remaining in the patient body. There were no patient complications as a result of this event. The screw on the left side of l2, at most caudal level, was broken. The bone screw part had also been removed. There was no fragment of reported product remained in the patient's body. There was no delay in overall procedure time. The tip of the screw was broken.

Manufacturer narrative:
H3: product analysis: part # 55711015540, lot # ca18b105- visual, optical- visual and optical examination of mas bone screw confirm breakage approximately 3 threads from the base of the bone screw head, optical examination reveals significant secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed gently convex striations through the cross-section of the bone screw, consistent with cyclic fatigue. The lower threaded portion of the screw appears to be damaged from the removal process. This type of damage is consistent with cyclic fatigue. H6: updated patient code, eval. Code method, eval. Code result, and eval. Code conclusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 55840004540, 510k #k113174 and UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, the shaft part of the l2 left (at most caudal level) implanted screw broke off. Hence a revision surgery was performed as a result of this event. The broken screw was removed from the vertebral body and another screw was inserted. The fixation range was extended from t9-t2 to t9-t4. No any fragments of the implant remaining in the patient body. There were no patient complications as a result of this event. It is being returned with the tip broken.